Event description:
Initial report stated that osseointegration did not occur and required explantation. Dr refused to provide add'l info relative to the pt and the product.

Manufacturer narrative:
We can not fill in this form in detail because doctor refuse to open the pt's chart. According to our investigation, there was no discrepancy on our product. Conclusion: based on our inspection and test results, the returned product has been found to be within specs. Therefore, the implant failure is most likely due to causes other and the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior.